Event description:
An endeavor sprint drug eluting stent was implanted in the lad during the index procedure. Approximately 25 months post index procedure patient suffered cerebral infarction and was treated with medication. Investigator assessed that the event is not related to the study device, procedure or drug. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.